Event description:
Placed piv for outpatient CT scan and I knew that I had a good IV, but when I pulled back 3cc syringe for blood sample to run I-stat creatinine could not get blood. I have seen this before in my experience where it is a defective extension set, so I disconnected extension set and replaced with a new one and was able to easily obtain blood return. FDA safety report ID # (B)(4).